Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed. The root cause was determined to be use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center reporting that a bag that fell off and disconnected during use on the home choice (hc) machine. The technical service representative (tsr) explained to the home patient (hp) that the supplies were compromised and the hp would need to start over with new supplies. The hp wanted to just end therapy. The tsr walked the hp through ending therapy early procedure then advised the hp to call the nurse in the next 24 hours and let her know what happened. The hp ended therapy and agreed to contact the nurse. The patient was involved but there was no patient injury or medical intervention reported. During a follow up with the hp, the hp revealed that the dog gotten in and knocked the bag off the table. There was no actual disconnection and no leaks were noticed. The hp put the bag on the table and then finished therapy. The nurse was contacted, and no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.